Event description:
Patient presented to office with diaphragmatic stimulation. Originally programmed lv tip to lv ring - reprogrammed lv ring to lv tip with no replicated stimulation while lying on back. There were no other adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.